Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was up all night because of the sensor. Customer's sensor glucose reading was around 40 mg/dl but her blood glucose level was around 180 mg/dl. The insulin pump was suspending. The insulin pump alarmed changed sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
We evaluate one opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.